Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 06/02/2016 on patient's behalf to report that on (B)(6) 2016 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not turn on. The receiver case was open and moisture damage found. The customer complaint could not be confirmed for receiver hardware error because receiver moisture damage. The reported event of a hardware error was not confirmed. A root cause could not be determined.